Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen display was dim. Additionally, the battery was observed to be depleting rapidly and the wake button was stuck. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.